Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The suspect device was evaluated by a vyaire field service representative (fsr). The fsr confirmed the reported problem. The cause was determined to be a component failure; once the component was replaced, the reported problem was resolved.